Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced film over both eyes which as removed with a laser. The patient also experienced slight double vision, the right eye has right to left overlap of numbers and letters and the left eye has bottom to top overlap of half numbers and characters which makes reading more difficult. Additional information received states the patient reported after the yag was performed, the right eye vision is better and that the left eye vision is beginning to cloud. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.